Event description:
The patient experienced rhabdomyolysis, altered mental status, leukocytosis, and renal failure while on prialt. It was noted that the patient began using prialt "approximately" 6 months prior to the report. She received a refill on prialt of 10 mcg/ml in (B)(6) 2012. She received another refill on (B)(6) 2012. On "approximately" (B)(6) 2013, she was hospitalized with the above noted symptoms. It was noted that her "white count was 20,000 and then went down," and leukocytosis had resolved as of the date of this report, but her "other symptoms are ongoing" and had not resolved. The event lead to new or prolonged hospitalization. The healthcare provider asked about emergency stopping of the pump, it was not reported what actions, if any, were taken. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). "Leukocytosis" "rhabdomyolysis."

Manufacturer narrative:
(B)(4). "Leukocytosis", "rhabdomyolysis." (B)(4).

Event description:
Additional information received reported that the patient experienced adverse event on (B)(6) 2013. The patient developed nausea, vomiting, and low blood pressure. The patient was admitted to the hospital. Patient hydrated and recovered on (B)(6) 2013. It was also reported that the cause of event was increase of creatine phosphokinase and lactate dehydrogenase. The patient failed all the therapy for complex regional pain syndrome and prialt provided "excellent result." Prialt dose was titrated from (B)(6) 2012 and the result was noted as "improved" after dose adjustment. Prialt was removed on (B)(6) 2012. The patient outcome was noted as "no injury."